Event description:
It was reported that during the procedure, the subject stent did not open inside the patient vessel after deployment. The physician partially recaptured the subject stent twice but was unable to recapture the subject stent into the microcatheter at the third attempt. The subject stent was removed from patient anatomy by using an intermediate catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿ updated h3 summary attached - updated d4 expiration date - added d10 product available to stryker ¿ updated d10 returned to manufacturer on ¿ updated f10/h6 health impact code grid - corrected due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the returned stent was found to be deployed. The stent was found to be deformed with frayed braid at the edges but fully opened. The sdw was not returned. The stent introducer sheath was not returned. During functional inspection, stent failed/unable to open (when not implanted) was not applicable and not confirmed during visual inspection. Flow diverter stent difficult/unable to re-capture into microcatheter functional test was unable to perform as the returned stent was found to be deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no damage was noted to the device prior to use and the device was prepared as per dfu for this product. The patient¿s anatomy was tortuous. The physician alleges there was no malfunction of any device for this procedure. The device was removed from the patient and replaced with another same device. The patient¿s condition following the procedure was stable. Product analysis found the stent was returned on its own and was deployed. The stent was deformed with the braid frayed at the edges. The stent was also noted to be fully opened therefore the as reported ¿stent failed/unable to open (when not implanted)¿ was not confirmed. An assignable cause of procedural factors will be assigned to the as reported ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and as analyzed ¿stent deployed prematurely during retraction/re-sheathing¿ and ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the subject stent did not open inside the patient vessel after deployment. The physician partially recaptured the subject stent twice but was unable to recapture the subject stent into the microcatheter at the third attempt. The subject stent was removed from patient anatomy by using an intermediate catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.